Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent delivery system (sds) was pulled out of the clear plastic hoop. The physician was getting ready to load it onto the guide wire, when it was noticed that the stent was missing. The stent was on the guide wire mandrel. The device never entered patient. No additional event or patient information is available. (B) (4)

Manufacturer narrative:
(B) (4). (B) (4): results - product performance engineering was unable to determine a conclusive root cause for the dislodged stent. Evaluation summary: quality assurance analysis revealed that the sds was returned with no blood visible. There was contrast in the inflation lumen. The stent implant was returned dislodged from the balloon and located on the stylet covered by a yellow protective sheath. There were two flared struts in the fourth row at the proximal end of the stent implant. The middle and distal end of the stent implants was crushed. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. A snap gauge was used to measure the outer diameter of the stent implant. The middle and distal outer diameter of the stent implant could not be measured due to the crushed struts noted. The proximal outer diameter of the stent implant met manufacturing criteria. A pin gauge was used to measure the inner diameter of the returned protective sheath. Product performance engineering reviewed the incident information and analysis of the returned product. Potential causes for stent dislodgement prior to entering the patient anatomy, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, and/or accessory devices. Quality assurance analysis confirmed that the stent implant was dislodged from the balloon and returned on the stylet inside the protective sheath. The proximal outer diameter (od) of the stent implant met manufacturing criteria, although the middle and distal ods could not be measured due to crushed struts. The inner diameter of the returned protective sheath was within specification. Crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture and that the balloon had not been inflated. The presence of contrast in the inflation lumen suggests that, at some point, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent implant. This would cause the stent implant to become loose, facilitating stent implant dislodgement during removal of the protective sheath. Additionally, two flared struts were noted in the fourth row at the proximal end of the stent implant and the middle and distal end of the stent implant was crushed. This damage was not observed during product inspection prior to use and thus, may have occurred as a result of packaging and shipment back to abbott vascular for analysis. To help ensure this type of issue is not the result of manufacturing, all sds are 100% inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units are destructively tested to verify stent dislodgement force and the units are again inspected for stent placement, crimped stent outer diameter and stent damage. In this case, a conclusive cause for the reported stent dislodgement and stent damage could not be determined, although there is no indication of a product quality deficiency. The manufacturing records for this product were reviewed and did not reveal any non-conformances associated with this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.